Event description:
It was reported that during a clinic visit, this right atrial (ra) lead exhibited high pacing thresholds, loss of capture (loc) and high out of range pacing impedances. The physician reported the patient had reported a previous fall event and suspected the patient may have been twiddling with the device since implant. The physician believed that the ra lead may have dislodged from the patient twiddling and the fall event may have caused the observed lead issues. A lead revision was performed, this ra lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. The lead is expected to return for analysis.

Event description:
It was reported that during a clinic visit, this right atrial (ra) lead exhibited high pacing thresholds, loss of capture (loc) and high out of range pacing impedances. The physician reported the patient had reported a previous fall event and suspected the patient may have been twiddling with the device since implant. The physician believed that the twiddling and the fall event may have caused the observed lead issues. A lead revision was performed, this ra lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. The lead is expected to return for analysis.

Event description:
It was reported that during a clinic visit, this right atrial (ra) lead exhibited high pacing thresholds, loss of capture (loc) and high out of range pacing impedances. The physician reported the patient had reported a previous fall event and suspected the patient may have been twiddling with the device since implant. The physician believed that the ra lead may have dislodged from the patient twiddling and the fall event may have caused the observed lead issues. A lead revision was performed, this ra lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried body fluid within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 160mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high pacing thresholds, loss of capture (loc) and high out of range pacing impedances were likely caused by the confirmed fracture.